Event description:
It was reported that possible intermittent undersensing and far field r-wave (ffrw) oversensing were noted on the right ventricular (rv)  and right atrial (ra) lead respectively. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.